Event description:
Additional information received from a health care provider (hcp) indicated that the eri in (B)(6) 2024 was the main reason for pump replacement. The hcp also mentioned that in (B)(6) 2023, the patient had a cervical MRI done. The hcp further stated that the service code 528/529 occurred on (B)(6) 2024 during the first interrogation of the patient's pump with the synchromed clinician software version 2.0.1460. Only the motor stall recovery was found in the logs on (B)(6) 2023 at 11:55 am.

Manufacturer narrative:
H6: codes have been updated to reflect new information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (unknown dose and concentration) via an implantable pump. The indications for use were unknown. It was reported that service codes 528 and 529, motor stall recovery occurred, were seen. The patient had not experienced any symptoms. The patient had an MRI study in 2023. The pump logs were obtained. Actions/interventions included being posted to replacement, which was scheduled for (B)(6) 2024. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history was asked but unknown. The patient status at the time of the report was alive with no injury.